Manufacturer narrative:
No product will be returning for analysis. (B)(4).

Event description:
The following information was identified in a published literature review by james wee, and keng thiam lee, dept. Of orthopaedic surgery, tan tock seng hospital, singapore. In november 2008, a (B)(6) year old man presented with pain and instability of the right knee following a soccer injury 12 months earlier. Diagnosis: tears of the acl and medical meniscus. The patient underwent arthroscopic acl reconstruction and partial medial meniscectomy 3 months later utilizing a endobutton cl loop for the femur and a gts interference screw for the tibia. On day 13, the patient presented to the ER dept. With discharging haemoserous fluid from the proximal tibial wound. A large effusion was noted, with erythema around the wound. He immediately underwent arthroscopic debridement and washout of the tibial would. There was severe synovitis of the joint. At the 45 month follow-up, the patient reported no major knee pain or instability and was able to jog and engage in recreational sports.